Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds and low pacing impedance. Fluoroscopy and transesophageal echocardiogram (tee) showed cardiac perforation and pericardial effusion. The rv lead was repositioned, and the pericardial effusion resolved on its own. The patient was stable throughout.